Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the whole suture separate/detach/pull off from the whole needle? Or did the suture break in 2 pieces on the thread close to needle? Asked equipment manager she was unsure but believed it wasn¿t coming out of needle. Were all 4 suture needle devices reported to have same issue, if yes, when was it noticed? - pre-op-before use on patient ? Or intra-op-during use on patient? During procedure. Was procedure completed successfully? And how? Yes new lot of sutures facility found more product with same lot number I am sending back 2.5 boxes and they would like a credit.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture broke off of the needle during use. Another like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Investigation summary: it was reported performance pull off suture needle. A sealed box with thirty-six unopened samples, an opened box with sixteen unopened samples and twenty-six unopened samples were returned for analysis. As total seventy-eight unopened samples were received. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Representative samples returned to support investigation of x device issues captured in reports 2210968-2019-79782, 2210968-2019-79783, 2210968-2019-79784 and 2210968-2019-79785. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.